Event description:
The implant was unable to be placed into the patient's osteotomy. It was also reported that the implant was too close to the nerve.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b5: describe event or problem.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6).

Event description:
The implant was unable to be placed into the patient's osteotomy.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation identified no apparent malfunction. There was signs of use and bone debris present on the external threads. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The returned product matched print specification when compared to the production drawing. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth # 19 and was implanted and removed on the same day. The customer did not provide any x-ray images. Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant could not be placed due to lack of primary stability and that the implant was too close to the nerve. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.